Manufacturer narrative:
Updated data: b2. Date of death, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, per the physician, the cause of death was heart failure, and the severe pvl caused/contributed to the death. It was noted that upon final release of the valve during the initial implant, the valve descended to an implant depth of 9 mm on the ncc and 8 mm on the lcc.

Manufacturer narrative:
Corrected data: b3, d10. Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evprop23-29, product serial/lot number: unknown, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a flared left ventricular outflow tract (lvot) that contributed to the dislodge. The deployment starting point was in the middle of the pigtail catheter, and the valve dislodge ventricular. A medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to dislodgement, the implant depth was at 4 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). On final release, the valve descended to a depth of 9 mm on the ncc and 8 mm on the lcc. Per the physician, the guidewire did not contribute to the dislodge.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 months following the implant of a transcatheter aortic valve, severe paravalvular leak (pvl) was identified that required hospitalization. Subsequently, the patient experienced unstable angina, reduced ejection fraction, and heart failure. Further analysis from computed tomography (CT) imaging revealed that the pvl was likely due to valve migration as the valve was positioned 14.5 millimeters (mm) from the left coronary cusp (lcc) and 13.4 mm from the non-coronary cusp (ncc). Ultimately, the patient died 1 to 3 days after the pvl was identified.

Manufacturer narrative:
B2; date of death. This date was provided as a best estimate as the patient died between the dates of (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.